Event description:
It was reported that a padgett dermatome blade was placed in a zimmer dermatome. According to the account, "by all appearances, it appeared to fit, and after three attempts to use the dermatome, the wrong blade was discovered to be part of the problem." The surgeon was not satisfied with results and had to take more tissue that anticipated. Additional clinical follow up with the hospital indicated that the room staff had opened and set-up a padgett dermatome for the procedure. The team manager then brought a zimmer dermatome to the room, and instructed the staff that the surgeon had requested to use the zimmer dermatome for the procedure. The scrub person took the padgett blade off of the padgett dermatome and put it on the zimmer dermatome. The surgeon attempted to use the device and was unable to harvest a sufficient amount of donor tissue prior to discovering the dermatome blade was causing the zimmer dermatome to operate very roughly. The scrub person stated they were not aware the padgett blade was not compatible with the zimmer dermatome.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.